Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "no message" alarm after going through a software version upgrade. No adverse patient effects were reported.

Manufacturer narrative:
One smiths medical cadd-legacy® plus pump was returned for analysis. Review of the device history log revealed multiple "no disposable" messages. The pump was visually inspected and was tested for any signs of function and pressure failure. The customer's reported problem was not verified. No alarming "no disposable" message was activated when attaching and infusing the concomitant cassette. No problem found as the device operates within specification.